Event description:
On (B) (6) 2009, the pt experienced nausea and headache. The pt was given phenergan 12.5 mg/day through (B) (6) 2009. The pt experienced headache, vomiting, urinary tract infection and was hospitalized on (B) (6) 2009. The pt was treated with ceftriaxone IV. On (B) (6) 2009, the pt underwent a catheter replacement due to catheter dislodgement and a fibrin glue patch. The outcome was reported as resolved without sequelae. On (B) (6) 2009, the pt experienced constipation. The pt was treated with senna/colace. The symptom was reported as on-going.

Manufacturer narrative:
(B) (4).